Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on an unknown date. According to the complainant, the procedure was completed successfully with no issues. During follow-up visit, the patient presented with a burn in the perineal area and was prescribed with an antibiotic (brand not specified). An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).